Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. On (B)(6) 2016, atrial pacing impedance measured 95 ohms; impedances continue to be variable. Analysis of the device memory indicated atrial oversensing. Beginning (B)(6) 2016 atrial oversensing observed on electrocardiograms in s2d data.

Event description:
It was reported that the patient's right atrial (ra) lead had low pacing impedance, noise and due to the subclavian puncture technique the insulation may be damaged. The lead was turned off and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.